Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 40 mg/dl. Customer stated that over the last 6 months, had been getting unusual low readings and woke up in the morning, with 40 mg/dl so he ate 3 sugar tablets to correct it. Customer waited for 10 minutes and then the reading went to 50 mg/dl so he added an extra 4 sugar tablets. Customer felt something was wrong with the insulin pump because the last time that the clinic asked for his insulin pump and when it was returned to him, he felt like it was not the same insulin pump that he was using. Customer also mentioned that the clear part of the reservoir area in the insulin pump was already worn out. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode or smart guard. Customer believed insulin pump was over delivering. Customer stated first blood glucose reading was 229 mg/dl and came down to 214 mg/dl. The reservoir will not be and insulin pump will be returned for analysis.